Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. Is the colostomy permanent or temporary? Colostomy is permanent . What is the current patient status? Patient doing ok. Device 1: what is meant by the device misfired? Anvil did not attach . Were there any staples formation issues? If so, please describe. Yes, no staples formed. Where in the green range was the indicator located prior to firing? Were the donuts inspected? If so, please describe. No. Was the washer inspected? If so, please describe. No. Device 2: was the orange ring completely visible before attempting to attach anvil? Response not received. Was there confirmation received that the anvil was attached? Yes. At what point did the anvil become detached (while dialing down, while firing, etc.)? Response not received. Were there any staple formation issues? If so, please describe. No.

Manufacturer narrative:
(B)(4). Batch # m5545f. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Regarding the first device: what is meant by the device misfired? Were there any staples formation issues? If so, please describe. Where in the green range was the indicator located prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Regarding the second device: was the orange ring completely visible before attempting to attach anvil? Was there confirmation received that the anvil was attached? At what point did the anvil become detached (while dialing down, while firing, etc.)? Were there any staple formation issues? If so, please describe. Is the colostomy permanent or temporary? What is the current patient status? The analysis results found that the cdh33a device arrived with no apparent damage, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a laparoscopic low anterior resection procedure, when the time came to use the instrument the first device misfired. The surgeon proceeded to use a second device whereby the anvil became detached from the gun. As a result the patient required the surgeon to carry out a colostomy on the patient. Another like device was used to complete the procedure.